Event description:
It was reported to boston scientific corporation that a solyx single incision sling was used during a solyx sling placement procedure performed on (B)(6), 2014. According to the complainant, on (B)(6), 2014, the patient reported pain during intercourse. During a physical examination on an unknown date, the physician could feel a nodule on the anterior vaginal wall and the patient was put into estrogen cream medication. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired.the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.